Manufacturer narrative:
Concomitant medical products: product ID: b35200, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: extension. Product ID: 3389s-40, serial#: (B)(4), explanted: (B)(6) 2021, product type: lead. Product ID: 3389s-40, serial#: (B)(4), explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-aug-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (rep, hcp): it was reported that patient had an infection throughout that antibiotics were not able to clear.  There were exposed extensions near the lead/extension point. The patient may have ¿picked¿ at the infection site/scab area. A complete explant of entire system was completed. Refer to manufacturer report 3004209178-2021-13278 for details pertaining to the related reportable event.